Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown matrixmandible screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an interruptive hemimandibectomy revision surgery was performed on an unknown date because there was a condyle abnormal position and a cervical flow. The original date of implantation was (B)(6) 2019. During the procedure the surgeon observed an unjustified alteration of the matrix mandible screw head with regards to the screwing mode. The screw head was no longer cross shaped. A hole was formed on the head of the screw which led to difficulty to position the screwdriver to remove the screw. All the implants were not explanted. Only the screw was replaced. Procedure was completed successfully with twenty (20) minutes of surgical delay. Patient outcome is reported as fine. This report captures the postoperative event of fracture displacement; and related complaint (B)(4) captures the intraoperative issue for screw alteration. This report is for unknown quantity of unknown matrixmandible screws. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
08/01/2019: this complaint (B)(4) captures the post operative event while complaint (B)(4) captures the intraoperative event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as august 01, 2019 but should have been august 14, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.